Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value displayed "low" exact value was not provided. Cause was unknown. Customer consumed glucose tablets and carbohydrates to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.